Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No other information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number:(B)(6). Batch/lot number: 18518949. Model/catalog description : linear st lead kit 70 cm. Unique identifier (UDI) : (B)(4). Number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 18518949. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI): (B)(4).